Manufacturer narrative:
Results: the benchmark delivery catheter (benchmark dc) was fractured approximately 14.0 cm from the distal tip and kinked 1.0 and 7.0 cm from the distal tip. Conclusions: evaluation of the returned device confirmed it was fractured and kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the benchmark dc is manipulated forcefully at an angle during removal from the packaging tube, damage such as this may occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a benchmark delivery catheter (benchmark catheter). Upon removal from the packaging, the benchmark catheter was found fractured and was not used.